Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for investigation in used condition. A review of the event history log evidenced the following: (B)(6) 2021 9:07:00 am high alarm displayed: downstream occlusion. The customer reported product problem was verified based on the ehl findings; both downstream and upstream occlusion alarms were observed. The alarm was not reproduced during functional testing however. The pump was calibrated and the values for both the sensors were found to be within specification. The pump had passed the downstream occlusion (dso) pressure range test at 10 psi. The investigator ultimately determined that the dso and upstream occlusion (uso) sensors were faulty. The root cause of this fault was not determined. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The dso and uso sensors were replaced in order to address the reported product fault.

Event description:
It was reported that the cadd solis vip pump failed the pressure test on more than three occasions. The failures also occurred on more than one set. No patient injury or complications were reported in relation to this event.